Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient underwent surgical intervention on (B)(6) 2025, wherein an ipg was implanted. Thereafter, the patient experienced cardiac arrythmia. The heart was successfully converted to a sinus rhythm and patient was hospitalized for a day. Patient¿s symptoms have resolved, and effective therapy restored.